Event description:
A customer reported experiencing lamp failure during setup for a procedure. There was no patient involvement.

Manufacturer narrative:
Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated constellation system. The reported event was replicated upon boot-up when system message (sm) displayed. The tt illuminator was then disassembled to inspect for any nonconformity. Troubleshooting revealed a stuck stepper motor. The root cause of the reported event can be attributed to a nonconforming stepper motor. However, how or when the component became nonconforming cannot be determined conclusively. The root cause of the reported event of lamp failure cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 10, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).